Event description:
(B)(6). Same case as MDR#2134265-2012-03929. It was reported that post a stenting treatment procedure, a myocardial infarction and arm pain occurred. (B)(6) 2011 - an unknown target lesion was treated by implanting 3.50 x 12mm and 3.5 x 16mm ion stents. (B)(6) 2012 - cardiac enzymes and angiography revealed a myocardial infarction had occurred. (B)(6) 2012 - arm pain was reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device will not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).